Manufacturer narrative:
(B)(4). Return gear. The analysis found that one (B)(4) device was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality in articulated position with a test cartridge reload and achieved its complete firing sequence. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, friction was felt when performing the reverse stroke. The device was disassembled to verify the internal components and the return gear was found with two teeth broken. Although no conclusion could be reached on what caused the damage to the component, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Event could not be confirmed as no cartridge was received for analysis. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a lap gastric bypass procedure the device fired fine on the first time with a gold cartridge. The device was loaded with a gold cartridge for the second firing and the closed down on the stomach. On the second firing stroke the device locked out and would not fire. The surgeon used the knife reverse and removed the device from tissue. Another device was used to complete the case with no patient consequence.